Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely elevated troponin results on the architect i1000sr analyzer. The following data was provided: sid 2000105973b initial 0.1110, repeats 0.0007, 0.0000 ng/ml. The customer uses a cutoff of 0.10 ng/ml. There was no impact to patient management reported.